Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: instrument sedi 40 15-42017 was returned to the manufacturer for service with respect to the reported defects not mixing and broken cover. The instrument was evaluated by visual examination and functional testing and there was a broken plate in the cover, a noisy fan, and a reflector on the right side of the cover was removed / missing. The missing reflector caused the instrument to not be able to detect a closed cover which prevented mixing. The broken plate in the cover was replaced, the noisy fan was replaced, and a new reflector was installed. No additional defects were observed.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction for the esr instrument. The following information was provided by the initial reporter. The customer stated: there were "sporadic mixing issues, the cover for sample mixing needs to be replaced."